Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shuts down randomly and where the reservoirs goes it was loose did not lock in place keeps moving. The customer also stated that the buttons less responsive and buttons had to be pressed twice to get it to respond, display light dimmer, batteries being changed every 4 days, slower and louder rewind unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.